Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the device may be removed as the device is not functioning. No symptoms were reported. No further complications were reported or anticipated.